Manufacturer narrative:
Wording was adjusted to more clearly describe the event.

Event description:
Related manufacturer reference numbers: 1627487-2019-08045. 1627487-2019-08047. It was reported that on (B)(6) 2019, during revision surgery (reported in 1627487-2019-08045 and 1627487-2019-08047), the physician attempted to implant a new lead. The new lead showed low impedances, and so the physician decided to abandon the procedure and explant the system so the patient could have an MRI.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: model: 3228, scs lead / therapy date unknown; model: 3660, scs ipg / therapy date unknown.

Event description:
Related manufacturer reference numbers: 1627487-2019-08045, 1627487-2019-08047. It was reported that during revision surgery, a lead was showing low impedances, and the physician decided to explant the system so the patient could have an MRI. The explant surgery was previously reported.